Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that device/implant not working was due to normal battery depletion. They needed to make an appointment with their doctor. The issue was not yet resolved.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the caller was trying to connect to the ins with the patient remote and they were seeing the poor communication symbol. The patient doesn't know if the ins is functioning and indicated that the ins battery may be dead. The caller thought that the patient had the device implanted and then did not use therapy or did not use the remote. The caller was not sure about the managing md, said that it may be dr. Garnet blatchford. The caller was not with the patient. Tss reviewed considerations for connecting to the ins and information about cautery. Additional information was received from the patient. The patient reported it had been such a long time since they received the implant, it stopped working when they were having surgery. They wanted to check it. They want it removed. The issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.